Manufacturer narrative:
The instrument was found to have damage of the conductor wire's insulation at the yaw pulley. There were no material missing and the conductor wires were slightly exposed. The conductor wire insulation was damaged but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. Common causes of damaged insulation instrument conductor wire - bipolar are attributed to mechanical impact such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a cable with compromised insulation. There was no report of any issues with the instrument the last time it was used. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Damaged observed in sterile processing department, after cleaning prior to sterilization. Unsure of the type of damage. They were not notified of issues the last time the instrument was used. No signs of thermal damage and no image available.